Event description:
Information was received that a smiths medical tracheostomy apertures made with catalog numbers 100/860s or 100/811s, were made larger and therefore had caused a gap between tube and the aperture. No patient injury resuted.